Event description:
Boston scientific received information that this patient underwent an invasive replacement procedure (crt-d upgrade). However, the physician was unable to gain access to the patient's coronary sinus and the procedure was aborted. A few weeks later, the patient was scheduled for an epicardial lead placement. The lead's helix was successfully attached to the heart muscle after 2 1/2 rotations and the lead diagnostic measurements were within normal limits. After the diagnostic testing, the lead detached and a large slit (1-2 inches) in the heart was identified. The patient's condition deteriorated rapidly and despite emergency measures, the patient was unable to be revived. The physician assistant in the case discussed the possibility of the right ventricle was punctured. The lv was kept by the hospital and an autopsy was planned.

Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. The device met specification prior to leaving greatbatch medical. It cannot be determined at this time whether the event was related to the device performance, patient condition, or related to the procedure. A request for the autopsy report has been requested from the distributor.